Event description:
It was reported that during routine check the cs100 intra-aortic balloon pump (iabp)¿s monitor was not working, image flickering. There was no patient involvement reported.

Manufacturer narrative:
Other contact person: (B)(6). Updated field: b4, b5, d1, d4(version or )model), g3, g4, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, fse stated that the monitor is not working and image is flickering. Monitor was disassembled and fse cleared electrical contacts and connections on inverter pcbs and video recorder pcbs. Reassembly and functional diagnostic tests were performed. Functional tests performed successfully. The failure did not cause any harm to patients or operators.

Event description:
It was reported that an unknown intra-aortic balloon pump (iabp)¿s monitor was not working, image flickering. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code).